Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had nausea and was vomiting. While troubleshooting the pump, the nurse discovered that the time was one hour ahead. The contact was educated on the impact of incorrect programming on bg. No further details.